Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient reported experiencing a hypoglycemic event at home resulting in loss of consciousness (loc). No bg fs or cgm values were specified prior to the loc. The wife contacted emergency services after he passed out. Upon arrival, emergency medical services (ems) performed a fingerstick bg, which measured 25 mg/dl, and provided treatment; however, the patient was unable to recall the specific treatment administered. Approximately 10 minutes later, a repeat fingerstick bg measured 161 mg/dl, and a subsequent fingerstick bg obtained during ambulance transport measured 200 mg/dl. The patient was transported to the emergency room (ER), arriving at approximately 5:00 pm. During the hospital evaluation, a fingerstick bg performed by nursing staff measured 170 mg/dl, while the dexcom cgm displayed 215 mg/dl. The patient reported that he could not recall the exact cgm readings prior to or during the event but stated that his symptoms did not correlate with the cgm values and that the cgm was reportedly reading approximately 30 points or more higher than the hospital fingerstick bg measurement. The patient was unable to recall when he regained consciousness and could not provide details regarding medications or treatments administered by ems or the hospital. The patient reported that his hospital stay was less than 24 hours before discharge. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the b zone of the parkes error grid. It has been reported that there was a difference in readings of 35 points. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.